Event description:
Email received from a territory manager: "the attached image is from one of dr. (B)(6) patients. The MRI shows a broken screw at the top vertebral level. This patient is fused and dr. (B)(6) is not recommending revision at this point. He will not revise unless the plate begins to push off of the vertebral body."